Event description:
According to the reporter, the device would not cap. Also, the trachs before had blue writing now they have white. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.